Manufacturer narrative:
Philips service replaced the amc triple servo drive hp-lp-lp, flexarm longitudinal encoder assy, and flexarm longitudinal motor drive assy. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that faulty stand movements due to hardware failure on a azurion 7 m20. The clinical use of the system was unknown. There was no reported patient or user harm.